Manufacturer narrative:
Device not accessible for testing: (4117/213) device is not accessible for testing due to the customer not requesting repair service. A supplemental report will be submitted if this information is provided to us. Device not returned to manufacturer.

Event description:
It was reported that a touch failure occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if a patient was involved; however no adverse event was reported.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts to fix the issue screen soiled with cleaning solution. Post cleaning, touch screen responded. No repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.